Event description:
A spine surgery for an open fusion of l4-l5 was planned to be performed with the aid of brainlab navigation system spine & trauma 3d 2.0. During the procedure the surgeon: attached the navigation ref clamp on l3; performed an intraoperative CT scan that was automatically matched with the current patient anatomy (automatic image registration); verified the result of the match and determined the accuracy it to be suitable for the planned procedure; placed 4 screws with the aid of brainlab navigation. When reviewing the actual position of the screws in a post-operative scan, the surgeon detected that the screw on the right side of l4 is not placed as intended. The position of the other three screws was correct. According to the hosp, there were on negative clinical effects for this specific patient, specifically no harm of critical structures, due to the misplaced screw. Despite the screw was not placed as intended, the position was determined to be acceptable and no revision surgery was performed.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since one screw was not placed as intended, although: there is no indication of a systematic error or malfunction of the brainlab device, corresponding measures to minimize this anticipated risk as low as reasonably practicable are in place, according to the hosp there is no negative clinical effect to the patient. According to the results of brainlab investigation and the info provided by the hosp, it can be a relative movement of the vertebra that could not be compensated by the navigation system, since the reference array was not attached on the bone to be operated on. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer an additional training to this hosp.